Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd, implanted (B)(6) 2017. The full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead I ndicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial and ventricular leads were explanted and replaced, and the reason for explant was noted as "other." Follow-up with the physician's office revealed that an interrogation about one month prior to the leads' revision procedure revealed the right atrial lead had noise and the right ventricular lead was oversensing and had no capture. No patient complications have been reported as a result of this event.